Manufacturer narrative:
(B)(4). G2: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure 1 day post implantation due to limited range of motion. The prosthesis was removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: -no product was returned, or photos provided; visual and dimensional evaluations could not be performed. -review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The design of the device was reviewed by the designer, 3d systems; review of the DHR shows that all parts were designed and were found conforming to specifications. The initial scans provided were taken on 7.5 months prior to implantation. New scans were provided with a study date of 2 weeks later. Per biomet tmj scanning document outline scans ¿should not be taken more than 6 months prior to the surgery date.¿ by the time of surgery,, the scans were around 7.5 months old. Review of the digital file shows that the case was planned properly and there are no apparent issues with the design. 3ds case coordination requested post-op scans be provided 1 month post op. Those scans were never received. Without post-op scans, a definitive root cause cannot be determined. No definitive root cause can be determined. No 3ds fault identified, no corrections necessary. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.